Manufacturer narrative:
The device was evaluated in the field by a pride representative. The device was reprogrammed for acceleration and turning speed to better suit to user's needs and capabilities. The unit is working properly.

Event description:
Alleges the turn speed caused consumer to run into a wall. Alleges motioning to turn the chair off but apparently caught his sleeve on or brushed against the joystick with his wrist. The chair accelerated quickly pinning his legs against dresser and cut his leg.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges the turn speed caused consumer to run into a wall. Alleges motioning to turn the chair off but apparently caught his sleeve on or brushed against the joystick with his wrist. The chair accelerated quickly pinning his legs against dresser and cut his leg.